Event description:
It was reported to medtronic minimed that the customer experienced a "crack on the back left side of the pump and across the bottom. Also reported bad infusion site causing hyperglycemia". The customer reported no adverse event. The event involved products mmt-387a, mmt-332a, and mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The product return was not requested for mmt-387a, the product return was not requested for mmt-332a and the product return was requested for mmt-1780kl and the product mmt-1780kl was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0876 inches. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed 4 bolus deliveries on the event date of 01/26/2024 at 07:20:45.000 to 21:54:18.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, cracked case, scratched case, battery tube threads - cracked, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay. Cosmetic damage was confirmed at the back of the pump. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed found on the electronic assembly, force sensor, and battery tube. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.